Event description:
It was reported that the external pulse generator (epg) stopped during a procedure with a patient. The epg was replaced with another device. There were no patient complications. Evaluation by the biomedical engineer found it would turn on, but it would not stay on. Replacement of the battery did not resolve the problem. The device was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based on the receipt of a 3500a report. Further analysis review also prompted an addition to the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4) analysis confirmed the reported event. A cracked solder joint on the main printed circuit board was identified to be the root cause of the event. It was also noted that the upper and lower cases, the side bail covers, and the ring cover were broken.

Event description:
It was reported that the external pulse generator (epg) stopped during a procedure with a patient. The epg was replaced with another device. There were no patient complications. Evaluation by the biomedical engineer found the epg would turn on, but it would not stay on. Replacement of the battery did not resolve the problem. The device was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main printed circuit board is out of specification. It also found that the upper and lower cases, the side bail covers and the ring cover were broken.